Event description:
Related manufacturer reference number: 2017865-2022-44047. It was reported that the patient has deceased. The physician suspected that the pacemaker over-sensed the noise and did not pace properly affecting death. No additional information was reported.

Manufacturer narrative:
The reported event of noise and no lv output were not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.